Event description:
During interrogation of the an ICD with a smarttouch with a software version 3.16, two episodes were visible in the episodes list but the "view" button was not active. It was not possible to click to see the egm. If I open the same cso files with a software version 3.14 and everything went well.

Manufacturer narrative:
The conclusions are as follows: - the issue has been confirmed and is related to a known software issue specific to the defibrillators (software synchronization issue). - a workaround possible, already applied in this case, would be to load the .cso files generated at the end of the interrogation. This workaround should work with all smartview version (including 3.16). - this complaint is recorded for trending purposes. Please refer to the attached analysis report.

Event description:
During interrogation of the an ICD with a smarttouch with a software version 3.16, two episodes were visible in the episodes list but the ¿view¿ button was not active. It was not possible to click to see the egm. If I open the same cso files with a software version 3.14 and everything went well.